Event description:
It was reported that the patient had an infection that was unknown; however she was treated with a course of antibiotics with no change. It was indicated that the patient was alive and there was no patient symptoms or injuries related the event. The drug delivered via pump was gablofen. Additional information was not provided at the time of report. A follow-up report will be submitted if additional information becomes available.

Event description:
Additional information received reported that the pump was explanted on (B)(6) 2012 due to the already reported infection. The healthcare provider was planning to re-implant the patients pump system in 3-6 months. It was noted that the patient was started on oral baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, product ID 8578, serial# (B)(4), implanted: 2012-(B)(6), product type accessory. (B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2012 (B)(6), product type catheter, product ID 8578, serial# (B)(4), explanted: 2012 (B)(6), product type accessory.